Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, tube drive, carriage block, right iui and wiper seal. Unit affected by the syr/pca plastics program 2020-dom. Replaced rear case. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure qn200285147 for pop up keypad, which does not correlate to the customers reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the syringe top disk holder - damaged/ cracked. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues CAPA 1604765 syr rear case.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, tube drive, carriage block, right iui and wiper seal. Unit affected by the syr/pca plastics program 2020-dom. Replaced rear case. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for pop up keypad, which does not correlate to the customers reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the syringe top disk holder - damaged/ cracked. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues . CAPA 1604765 syr rear case.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, tube drive, carriage block, right iui and wiper seal. Unit affected by the syr/pca plastics program 2020-dom. Replaced rear case. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 05mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure qn (B)(4) for pop up keypad, which does not correlate to the customers reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the syringe top disk holder - damaged/ cracked. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues. CAPA 1604765 syr rear case.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn(B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(4) was performed which confirmed that this device was involved in a production failure qn200285147 for pop up keypad, which does not correlate to the customers reported issue.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.